Event description:
Medwatch (B)(4) reported to FDA: patient to operating room for re-do laminectomy with evacuation of spinal abscesses, complete discectomy and evacuation of disc abscess. Surgeon was attempting to create a foraminotomy with a ruggles 2 mm straight ronguer when the tip (one of the jaws) of the instrument broke off. This instrument is used to cut bone. The broken piece was immediately retrieved and the instrument and broken component were removed from the field. No harm to the pt was noted by surgeon. Device is 11 years old, placed into service (B)(6) 1999. On (B)(6) 2010 customer e-mails that the pt has no subsequent problems due to device breakage. X-ray was not taken because it was clearly obvious to staff involved that the piece had been removed, piece retained with the device. Customer reports the device will probably be returned for investigation in about a month.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.